Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-12475. It was reported the patient is experiencing headaches with the stimulation on or off. Images of the leads showed the right occipital (off label) lead had migrated. Reportedly the physician is scheduling a lead revision. Note this patient has two leads of the same model with different serial numbers. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.